Event description:
On december 11, 2006, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter would not allow a blood test to start and was just showing the "apply sample" symbol. The medical affairs specialist (mas) spoke to the reporter on december 13, 2006, to obtain/verify information. The patient has had the meter for about 3 years. The reported issue began approximately 3 weeks ago. The patient kept trying to test with the meter but was unsuccessful. About a week after the reported issue started, the patient developed symptoms of sweating, weakness, and dizziness. The patient ended up visiting her doctor because of the symptoms and the fact that she could not test her blood glucose with the reported meter. In the doctor's office, the pt got a blood glucose result of "65 mg/dl" using an unidentified device. The patient was treated with an unknown injection to raise her blood glucose and also an unspecified oral pill. The patient was hospitalized for 1 day due to low blood glucose. The reported issue was resolved during troubleshooting with the customer care advocate (cca) when a new vial of test strips was used. The reported test strips were replaced. This complaint is being reported due to the following conclusion: the patient was unable to test with the reported meter because of the alleged issue. The patient developed symptoms of low blood glucose, obtained a low reading in the doctor's office, and was treated for hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.